Event description:
During the coiling procedure of the r-pcom artery, the unknown (mc) microcatheter withdrew from the aneurysm, then the mc was readjusted but felt friction when advancing the orbit rdfl complex fill coil (638cf0515/ 15808601) found that the coil already stretched. The device was changed to another two coils to continue the procedure. Then, when positioning the 4th coil (orbit helical fill 637hf0208/ 15809749), found that the coil could not detached with the trufill dcs syringe ii (635002/96331182). Multiple attempts were to detach, but still failed. The device was changed to a new coil and pump to complete the procedure. The delay was less than 30 minutes and the patient is fine now, and the components will be return for analyses.

Manufacturer narrative:
During the coiling procedure of the r-pcom artery, the unknown (mc) microcatheter withdrew from the aneurysm, and then the mc was readjusted but felt friction when advancing the orbit rdfl complex fill coil (638cf0515/ 15808601) found that the coil already stretched. The device was changed to another two coils to continue the procedure. Then, when positioning the 4th coil (orbit helical fill 637hf0208/ 15809749), found that the coil could not detached with the trufill dcs syringe ii (635002/96331182). Multiple attempts were to detach, but still failed. The device was changed to a new coil and pump to complete the procedure. The delay was less than 30 minutes and the patient is fine now, and two of the three components were returned for analyses. The device was not returned for analysis/ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15808601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that aneurysm size/characteristics and device manipulation contributed to the reported event; however, based on the limited information and without the return of the device for analysis, no conclusion can be made regarding root cause/contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. (B)(4)

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15808601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).